Event description:
No blood glucose levels reported. The customer reported needing medical attention because the insulin pump stopped working. The customer was no longer on the phone when details were sought. A follow up-call to the customer was finally made. The customer reported that sensor and insulin pump were not communicating. The customer reported a lost sensor from the insulin pump. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.